Event description:
The intellanav stablepoint catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter's side port was observed to be damaged during preparation, so the device was replaced. The procedure was completed succesfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. During the product analysis was found that the device has the irrigation tube completely detached, consequently confirming the reported complaint.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter's side port was observed to be damaged during preparation, so the device was replaced. The procedure was completed succesfully without patient complications. The device is expected to be returned for analysis.